Manufacturer narrative:
Visual examination of the returned device found the guide catheter stretched and broken, with the distal end stuck inside the device push catheter. The suture hole of the push catheter was torn. The stent and suture were not returned for evaluation. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The stretched / broken guide catheter indicated that force was exerted by the customer during deployment of stent / retraction of the guide catheter assembly. Therefore, the most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) catheter break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent device was used during a bile duct stent placement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the delivery system was placed at the target lesion in the common bile duct; however when the stent was attempted to be released, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. After removal it was noticed that the stent was properly placed at the target site. No other damage was noted to the device. The procedure was completed with this flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent device was used during a bile duct stent placement procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the delivery system was placed at the target lesion in the common bile duct; however when the stent was attempted to be released, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. After removal it was noticed that the stent was properly placed at the target site. No other damage was noted to the device. The procedure was completed with this flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.